Event description:
As the surgeon attempted to insert the icm125v4 12.5mm implantable collamer lens, the lens did not fully release the lens body during the implantation into the patient's anterior chamber. Additional information was requested but not yet forthcoming. If any additional information is obtained a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4)